Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6) 2010: the patient underwent lumbar fusion surgery using rhbmp-2/acs. No other information was provided. (B)(6) 2012: the patient presented with persistent pain. Patient had previous transverse lumbar interbody fusion. CT scan appeared to confirm solid arthrodesis at l5-s1. There was a small chance that instrumentation could potentially cause pain in light of the fact that the spinous process midline plate does encroach the level above. There was potentially cyst formation around the instrumentation. The patient underwent removal of posterior pedicle screw fixation l5-s1 left, removal of midline spire plate fixation, exploration of fusion mass, revision fusion right dorsal laminar fusion l5-s1 with bone morphogenic protein and graft bone extenders. Per-op notes further removing of instrumentation would allow further imaging to be more accurate as there would be no metal effect. Set screw was removed from the spinous process. One extraneous bone was removed from the plate. Exploration of fusion revealed good bone growth along the sacrum but there was no continuity to the lamina at l5,then proceeded to decorticate the lamina although patient probably did achieve an anterior fusion. The decorticated the lamina and then placed a combination of bone morphogenic protein, graft bone extender across to the fusion mass at s1. Post-operatively diagnosed with instrumentation at the end of treatment life. Evaluation of possible pseudoarthrosis, possible pain related to instrumentation. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.